Manufacturer narrative:
Findings: pump had full segment display. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to full segment display. No audio beep/squealing constant tone anomaly or vibration anomaly noted. Pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the received an error alarm. The customer changed the battery and then the pump started squealing with a constant tone. The customer¿s blood glucose is 300 mg/dl and they declined troubleshooting for the high blood glucose. During troubleshooting for the alarm, the customer was advised to insert a fresh battery but the pump did not return to a normal function. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.